Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/22/2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver would not take a charge or boot-up. The receiver case was opened for further evaluation. An interior inspection was performed and no defects were found. However, the receiver battery was found to be defective. Due to defective receiver battery, the complaint of overheating receiver could not be confirmed. The root cause could not be determined.